Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, when they cut the lung lobulation, the stapler was able to fire, some staples could not be closed, and the molding was poor. They changed the reload to solve the issue. There was no patient injury.